Event description:
A nurse reported that after an intraocular lens (iol) implant surgery the iol was "misty" and looked like glistenings. During the initial surgery there was a delay of 90 minutes and in surgeon's opinion, this delay was clinically significant. The nurse reported that the pt experienced harm and the iol had to be explanted one month after the surgery. The nurse did not explain what harm the pt experienced. Add'l info was received from the surgeon who reported that he did not explant the iol, he just polished the surface. Add'l info has been requested.

Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There haven been no other complaints for this lot. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. (B)(4).